Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they have powered off the arctic sun device, but it had been alerting over and over about it not cooling. Water temperature (wt) was not cold. Patient temperature (pt) was 37.8c, targeted temperature (tt) was 37c, water temperature (wt) was 26.1c. Event log shows multiple alert 113 reduced water temperature control. Advised that the device needs to be sent to biomed to determine if the issue was the mixing pump or chiller since they have already removed the patient. Encouraged them to label it 113 not cooling and send to biomed. Sn(B)(6). Per follow up information received via phone on 23mar2026, spoke with charge nurse who confirmed device swap. Patient continuing fine on the new device and the old was picked up by biomed.

Event description:
It was reported that the nurse stated they have powered off the arctic sun device, but it had been alerting over and over about it not cooling. Water temperature (wt) was not cold. Patient temperature (pt) was 37.8c, targeted temperature (tt) was 37c, water temperature (wt) was 26.1c. Event log shows multiple alert 113 reduced water temperature control. Advised that the device needs to be sent to biomed to determine if the issue was the mixing pump or chiller since they have already removed the patient. Encouraged them to label it 113 not cooling and send to biomed. Sn (B)(6). Per follow up information received via phone on 23mar2026, spoke with charge nurse who confirmed device swap. Patient continuing fine on the new device and the old was picked up by biomed.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Water temperature (wt) was not cold. Patient temperature (pt) was 37.8c, targeted temperature (tt) was 37c, water temperature (wt) was 26.1c. Event log shows multiple alert 113 reduced water temperature control. Advised that the device needs to be sent to biomed to determine if the issue was the mixing pump or chiller since they have already removed the patient. Encouraged them to label it 113 not cooling and send to biomed. Sn dyauy032. Per follow up information received via phone on 23mar2026, spoke with charge nurse who confirmed device swap. Patient continuing fine on the new device and the old was picked up by biomed. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out of box failure. No additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.